Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported failed ca27.29 results for api survey. Prior to this service fse had performed a preventive maintenance, validated and verified proper functioning of the analyzer aug2022. While on site for this service, the fse reviewed previously ran controls and were all within acceptable range except for one instance, the controls were low. The customer repeated the controls, and the results were within acceptable range. Fse checked the operation of the analyzer and found several things that needed to be addressed that may have contributed to the inconsistency of the proficiency testing. Fse found the wash syringe leaking, the substrate syringe had bubbles, the dispense syringe leaking, and the eki board liquid test failed. Fse replaced the ¿o¿ rings for the wash syringes, also replaced the substrate syringe, the main arm dispense syringe, the main arm nozzle, and the eki board. Fse primed the wash syringes, substrate syringes, and confirmed there were no leaks nor bubbles. Fse then performed a manual test for the nozzle, the main arm clog detection sensitivity adjustment, adjustment of liquid surface detection board of the main arm, all were functioning as expected. Fse also calibrated ca27. 29 assay and ran precision, and the customer ran quality control (qc) on the rest of the assays. No further action required by field service engineer. The aia-2000 analyzer is functioning as expected. The st aia-pack ca27. 29 analyte application manual states the following: evaluation of results: quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 27.29, the highest concentration of ca27.29 measurable without secondary dilution is 19.05 u/ml (400 u/ml after x21 dilution factor), and the lowest measurable concentration is 0.1 u/ml (2.0 u/ml after x21 dilution factor) (assay sensitivity). All serum or plasma samples are diluted 1:21 with sample diluting solution prior to initial assay either automatically on the aia systems or manually if so desired. Although the approximate value of the highest calibrator is approximately 20 u/ml (420 u/ml after x21dilution factor), the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 19.05 u/ml (400 u/ml after x21dilution factor). Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca27.29 using st aia-pack 27.29. The most probable cause of the reported event was due to mechanical failures likely caused by operational errors.

Event description:
The customer reported failed proficiency testing with (B)(6) institute (api) for ca27. 29 on the aia-2000 analyzer; performed on (B)(6) 2021 and on (B)(6) 2022. The failed api samples were re-ran and were within acceptable range. Technical support specialist (tss) confirmed both times, the quality control results were out of range on the initial failed run, which should have been repeated before proceeding with the survey run. The customer has had poor performance on previous proficiency survey and when samples are repeated, result is within range. There was no indication of any patient intervention or adverse health consequences due to the reported event. A field service engineer (fse) was dispatched to further investigate.